Event description:
Reportedly, the smartview connect lost communication and appears as blocked, so a reboot of the device has been requested.

Manufacturer narrative:
Analysis synthesis: analysis of available expertise data confirmed the reported behavior, as the smartview connect lost communication with the back office on 17 may 2023 at 14:30. In-depth analysis was performed; however, the root-cause of the observed loss of communication could not be determined. - this case is recorded for trending purposes.

Event description:
Reportedly, the smartview connect lost communication and appears as blocked, so a reboot of the device has been requested.